Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there was resistance while the customer was attempting to fill the cartridge. Reportedly, the customer was able to successfully load a new cartridge onto the pump without any issues. In addition, it was reported that the customer accidentally entered the insulin duration setting in incorrectly. Tandem technical support guided the customer through adjusting the insulin duration. Customer's blood glucose level was 96 mg/dl.